Event description:
It was reported that during the use of the device for a non-clinical activity, the lower section of the display of the roller pump was missing pixels. It was also reported that during testing, the display would go blank and the unit would reboot. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the user facility's manufactured trained biomedical technician. The unit had reached end of service life so it was not returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.